Manufacturer narrative:
(B)(4). The customer installed a new graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The service engineer (se) re-installed the software onto the ventilator. The ventilator passed extended self tests (est), short self tests (sst), performance verification tests (pvt) and electrical safety tests.

Event description:
Report received that ventilator had an inoperative graphic user interface (gui) display. The ventilator was not on a patient at the time of the event.